Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by consumer states that after wearing trial contact lenses overnight and the following day, the consumer experienced significant pain, tearing, redness, discomfort, burning and light sensitivity in the left eye. The consumer sought medical attention and was diagnosed with acanthamoeba keratitis, a condition caused by bacteria that may have been present in lens packaging. Since her right eye, which is normally serviced first, remained unaffected, and left causes serious injury hospitalization was recommended due to the risk of vision loss. The consumer initially discharged with five different eye drops (antibiotics, corticosteroids, and other unspecified drops) and scheduled for additional regular follow-up appointments. It was also reported as customer was in psychological discomfort due to the limitations placed on her by the eye drops and the state of her eye. The current condition of the consumer¿s eye is symptoms improving. Additional information has been requested but not yet received.

Manufacturer narrative:
A3,b filed updated h.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received which states that consumer first used the lenses, after removing them from the original packaging, which showed no signs of damage, and then the lenses were fully submerged in fluid after using and stored in other company clean container. It was also reported as consumer did not expose the lenses to water by avoiding showers, pools, and swimming. The consumer was treated with ofloxacin (an antibiotic) eye ointment for nighttime use, dexamethasone corticosteroid once daily, polyhexamethylene biguanide seven times daily and alternating hourly applications of fluorometholone and gentamicin eye drops. Despite regular treatment, the customer continued to have symptoms, including light sensitivity. Additionally, consumer assessed for outpatient clinic and suspected acanthamoeba keratitis in her left eye. However, the clinic's investigations did not confirm this suspicion, instead suggesting bacterial keratitis. The clinic recommended specific local therapies and emphasized the importance of a prompt follow-up appointment within two days with the next available specialist for continuous monitoring of her condition. Consumer had been advised return to the clinic for further assessments if her condition deteriorates or if there is a need for additional treatment. Additionally another follow up information has been received stated that during examination cornea with infiltrate at 12 o'clock and central stellate stromal opacity was observed in the left eye. The current condition of the consumer¿s eye is symptoms improving. Additional information has been requested but not yet received.

Manufacturer narrative:
Additional information received and updated in fields: a2;b5;b6;h6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed; no trend could be identified. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information in medical records received from non-healthcare professional stating that the consumer also experienced stickiness in the left eye. According to medical records the consumer went to consultation eight times. During second visit the physician prescribed gentamicin and ofloxacin eye drops hourly in alternation with polyhexamethylene biguanide eye drops 0.02% seven times daily. During the third visit there was slight subjective improvement, but still has mild pain, prescribed dexamethasone one time daily. During fourth visit the consumer reported a gradual improvement redness was decreasing, occasional mild pain, and still very sensitive to light, prescribed with gentamicin and ofloxacin eye drops hourly in alternation, ofloxacin eye ointment one time daily at night and polyhexamethylene biguanide eye drops 0.02% seven times daily, dexamethasone one time daily. During fifth visit the improvement was subjective and the physician prescribed gentamicin and ofloxacin eye drops each four times daily, ofloxacin eye ointment one time daily at night and polyhexamethylene biguanide eye drops 0.02% five times daily, dexamethasone one time daily. During sixth visit the consumer was still very glare sensitive, prescribed gentamicin and ofloxacin eye drops each three times daily, ofloxacin eye ointment one time daily at night and polyhexamethylene biguanide eye drops 0.02% five times daily, dexamethasone one time daily continue. During seventh visit the improvement was subjective, prescribed gentamicin and ofloxacin eye drops each two times daily in alteration, polyhexamethylene biguanide 0.02% four times daily, dexamethasone one time daily for two more weeks, then all reduced to one time daily except for polyhexamethylene biguanide, which should remain four times daily, ofloxacin eye ointment discontinued. During eighth visit the left eye was often stressed during pc work, felt something flies in front of the eye, polyhexamethylene biguanide 0.02% three times daily, dexamethasone one time daily continue until finished, gentamicin and ofloxacin eye drops two times daily discontinued, cetrimide splash recommended for moisturizing several times a day. The current condition of the consumer¿s eye is condition acanthamoeba keratitis was healed, other symptoms are improving.